Event description:
There was a delay adverse even with the x-tact positioning which causing pancreatitis.

Manufacturer narrative:
A review of the device labeling notes the following: the current x-tack¿ endoscopic helix tacking system instructions for use (IFU) addressed the known and potential events of "pancreatitis" as follows: warnings · verify compatibility of endoscope size, endoscopic instruments and accessories and ensure performance is not compromised. · ensure endoscope is clean, dry, and free of lubricants prior to device installation. · ensure all endoscopic scopes, including scope channels, are in good working condition prior to use. · do not push through or pull back on a retroflexed scope with installed helix tack. · applying excessive force to the distal end of the x-tack¿ device could compress or damage the helix tack when installed. · do not retract device into scope whilst a helix tack is installed. · reuse or reprocessing of the x-tack¿ system could result in device malfunction, patient infection or the transmission of disease do not push through or pull back on a retroflexed scope with installed helix tack. · applying excessive force to the distal end of the x-tack¿ device could compress or damage the helix tack when installed. · do not retract device into scope whilst a helix tack is installed. · reuse or reprocessing of the x-tack¿ system could result in device malfunction, patient infection or the transmission of disease fully seat scope liner funnel in scope cap. Remove the helix tack backer card from the device catheter. Note: ensure the suture is not captured between the backer card and bracket. If required, create suture slack by pulling proximal end of the suture and allow to work through helix tacks. To reduce suture slack, pull suture tail in opposing direction. Note: ensure suture slack between scope channel funnel and backer card is not wrapped around device catheter prior to attaching to scope bracket. Note: should the suture become wrapped around catheter after backer card attachment, it will resolve itself once catheter is removed for helix tack re-loading. Additional information: the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible.